Event description:
It was reported that the programmer incurred an error. Technical services provided assistance by directing the client to run the 2090 service diskette and re-install the 2.4 software to resolve the issue. The programmer status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.